Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they got a blank display. The customer also stated that the insulin pump was exposed to moisture. The blood glucose level was 98mg/dl. Troubleshooting was performed. The product will be return for the analysis.

Manufacturer narrative:
The device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection.